Manufacturer narrative:
Patient demographics not available at the time of this retrospective report. The device has not been returned to the manufacturer. The camera was replaced on the system and the issue was resolved.

Event description:
A medtronic representative reported that during a spine surgery the site was unable to track the o-arm and patient reference frame of the navigation system at same time and both would track intermittently. He said he could track the devices individually without issue but could not get both to track properly when together. He said lighting and setup were not issues, and he adjusted the camera setup but was still unable to correct the issue. He swapped the frame several times as well to confirm that there were no geometry error issues. He also ensured the camera lenses were clean. The surgeon discontinued use of the system, stopped the surgery, and rescheduled the surgery for another day.